Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during surgical intervention to explant the system for ineffective stimulation (related manufacturer reference numbers 1627487-2020-00735, 1627487-2020-00736), the physician was unable to explant the paddle lead completely. The head of the paddle was left implanted in the epidural space, but was unable to remove the piece due to excessive scar tissue.